Event description:
End users classroom reported today that the end users' wheelchair moved approximately 18 inches forward and took a turn on its own. It was reported that the chair had been powered down and the child was not in it, and there was no one else in the room. (No injuries)